Event description:
It was reported that the customer experienced received the battery out limit alarm and that the time on the insulin pump was incorrect. The customer's blood glucose was 451 mg/dl. The customer also mentioned not being able to deliver a bolus. Assisted customer with programming her insulin pump properly. The customer stated that the battery out limit alarm occurred after a battery change. Troubleshooting was done. Explained that the alarm was normal insulin pump behavior because the batteries had been out of the insulin pump greater than the duration allowed. Advised to monitor the insulin pump. The customer declined troubleshooting for low and high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.